Event description:
It was reported that during a device change out procedure this left ventricular (lv) lead exhibited intermittent high out of range (oor) pacing impedances measuring greater than 2500 ohms. The device was re-programmed lv tip to lv ring and impedances were fine however, when programmed ring to rv impedances were still oor. The field representative will discuss with the physician. At this time, the lv lead remains in service. No adverse patient effects were reported.